Event description:
It was reported that during a lap anterior resection procedure, the doctor used the device to retract the bowel up to the abdominal wall while he inserted a trocar so the bowel would not be inadvertently damaged. The shaft of the device angled at the point where the shaft joins the handle. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Connector. Evaluation summary: the analysis results found that the 100bb instrument was returned with the connector broken. No conclusion could be reached as to what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.